Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pelvic pain (constant, severe)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and genital haemorrhage ("heavy abnormal bleeding / abnormal bleeding (vaginal, menorrhagia)") in a 29-year-old female patient who had essure (batch no: 626100) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included wisdom teeth removal, sulfonamide allergy and drug allergy. An anteflexec uterus that sounded to approximately 9 cm. The laparoscopic portion showed normal bilateral ovaries as well s a boggy uterus. The anterior findings of the abdomen showed a normal liver and spleen, and no trauma to the bowel. Te cystoscopy portion showed free flow of carmine from bilateral ureteral orifices. Concomitant products included medroxyprogesterone acetate (depo provera) since on (B)(6) 2007 and norethisterone acetate (aygestin) since on (B)(6) 2007 for contraception. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines"), headache ("headaches"), endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and weight fluctuation ("weight gain / loss"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 7 years 5 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy, oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, vulvovaginal pain, abdominal pain, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and weight fluctuation outcome was unknown and the menorrhagia and vaginal haemorrhage had not resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight fluctuation to be related to essure. The reporter commented: current weight 210 lbs. If she had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? Yes most if not all symptoms were updated as decreased. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 87.528 kgs. Pregnancy test: on (B)(6) 2007: results: negative. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-feb-2019: pfs received event " migraines, headaches, endometriosis, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),vaginal discharge, fatigue, weight fluctuation, she did not undergo essure confirmation test" were added. Severity of event was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pelvic pain (constant, severe)") and genital haemorrhage ("heavy abnormal bleeding / abnormal bleeding (vaginal, menorrhagia)") in a 29-year-old female patient who had essure (batch no. 626100) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included wisdom teeth removal, sulfonamide allergy and drug allergy. Concomitant products included medroxyprogesterone (depo provera) since 2007 and norethisterone acetate (aygestin) since 2007 for contraception. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2015, 7 years 5 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, vulvovaginal pain and abdominal pain outcome was unknown and the vaginal haemorrhage and menorrhagia had not resolved. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 87.528 kgs. Pregnancy test - on (B)(6) 2007: negative. An anteflexec uterus that sounded to approximately 9 cm. The laparoscopic portion showed normal bilateral ovaries as well s a boggy uterus. The anterior findings of the abdomen showed a normal liver and spleen, and no trauma to the bowel. Te cystoscopy portion showed free flow of carmine from bilateral ureteral orifices. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pelvic pain (constant, severe)") and genital haemorrhage ("heavy abnormal bleeding / abnormal bleeding (vaginal, menorrhagia)") in a (B)(6) year-old female patient who had essure (batch no. 626100) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included wisdom teeth removal, sulfonamide allergy and drug allergy. Concomitant products included medroxyprogesterone (depo provera) since 2007 and norethisterone acetate (aygestin) since 2007 for contraception. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2015, 7 years 5 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, vulvovaginal pain and abdominal pain outcome was unknown and the vaginal haemorrhage and menorrhagia had not resolved. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Pregnancy test - on (B)(6) 2007: negative. An anteflexec uterus that sounded to approximately 9 cm. The laparoscopic portion showed normal bilateral ovaries as well s a boggy uterus. The anterior findings of the abdomen showed a normal liver and spleen, and no trauma to the bowel. Te cystoscopy portion showed free flow of carmine from bilateral ureteral orifices ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records pelvic pain, most recent follow-up information incorporated above includes: on 19-feb-2018: plantiff fact sheet & medical record received. Events vaginal bleeding, menorrhagia are added. Lot number received. Lab data updated. Concomitant condition & drug are received. Historical drug and condition received. Product , patient & reporter information updated.essure legal manufacture has changed from bayer healthcare, llc, and (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type¿initial¿ indicates here initial submission by the new legal manufacturer only¿ incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.